Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their ins is at end of service (eos) as seen on the patient programmer but they are still feeling stimulation and getting symptom control. The patient was directed to follow up with their health care provider (hcp) as this shouldn't be the case. The patient mentioned that she kept forgetting to charge her first implant, so it died, and they put in a bigger battery that wasn't rechargeable. The patient stated that they haven't seen their health care provider (hcp) in over a year and would like a new one. The patient was sent physician listings. No further patient complications have been reported as a result of this event.